Event description:
Patient was getting a biopsy in deep biopsy ultrasound. Md inserted biopsy device in patient's kidney. Device did not receive a sample when deployed. Another device was used that worked.